Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the light guide adhesive was found to be dirty during evaluation; however; this was only corrosion on the lens. Per the legal manufacturer, this issue of corrosion is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported that the duodenovideoscope's forceps elevator was broken. There was no report of patient harm. The device was returned, evaluated, and the light guide adhesive was found to be dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the dirty light guide adhesive, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the play of the upward/downward knob was out of standard value due to wear of the angle wire; the light guide lens was cracked; the connecting tube' coat was peeling; the adhesive around the objective lens was worn; the forceps elevator was corroded; the universal cord's coat was peeling; and there were scratches on the grip, the switch box, the right/left knob, and the upward/downward knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.